Event description:
It was reported that insulin gauge appeared inaccurate. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined further contact from support, and no corrective actions were documented.